Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was unable to safely administer busulfan. There were frequent alarms for upstream occlusion or air in line when there was no air in line or occlusion. The pump was unable to administer when running with the proper medication name, and had to switch to basic mode in order to get the drug to flow through in the time ordered. This occurred during treatment in the patient room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.